Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6175685. Medical device expiration date: 2017-12-31. Device manufacture date: 2016-06-23. Medical device lot #: 6312888. Medical device expiration date: 2018-04-30. Device manufacture date: 2016-11-0.7 medical device lot #: 6333609. Medical device expiration date: 2018-05-31. Device manufacture date: 2016-11-28. (B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a blood sample leaked from a bd vacutainer® brand sst ii advance tubes containing silica and gel, 3.5 ml. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation: bd received a photo from the customer facility for investigation. The customer photo was evaluated and the customer¿s indicated failure mode of the stopper becoming loose with the incident lot was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. As stated by bd's IFU, transferring a sample collected using syringe and needle to a tube is not recommended. Depressing the syringe plunger during transfer can create a positive pressure, forcefully displacing the stopper and sample, causing splatter and potential blood exposure. Based on the investigation, a root cause could not be determined. However, filling the tubes using a syringe is a potential root cause.